Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the complaint device lot. Manufacturing location is synthes (B)(4). The manufacturing date is nov 14, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure of the clavicle on (B)(6) 2016, the tip of the drill bit broke in the clavicle while drilling. An approximately 15mm fragment of the drill bit tip is still inside of the patient's bone. There are no plans to remove the fragment. The surgery was completed successfully with a ten (10) minute delay due to the reported event. The patient is reportedly stable. This report is 1 of 1 for (B)(4).